Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during prep. Another mynx control device was used. There was no reported patient injury. The complaint device was stored and prepared in accordance with the instructions for use (IFU). The device was being used during a coronary angiogram (cag) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was mild vessel tortuosity. There was no stent near the puncture site. There was no vessel stenosis of greater than fifty percent at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control. There was no visible damage in the distal end of the unknown sheath after removal. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation, and a picture related to the reported failure was also provided. Per picture analysis, the handle section of the 6f/7f mynx control product could be observed. Buttons 1 & 2 were not depressed, and the unit was connected to a syringe with the valve closed. Liquid could be seen inside the syringe. No other anomalies of the product could be noticed with the attached picture. Per visual analysis of the returned device, it showed that button 1 and button 2 were not depressed. The syringe was returned connected to the device and was found damaged and the stopcock was observed closed. The balloon was observed fully deflated. In addition, the sealant was found partially exposed from the sealant sleeves as it was observed to have been slightly kinked/bent as received. Also, the procedural sheath was not received for evaluation. Per functional analysis, and inflation/deflation test was performed per the mynx control IFU. The results revealed a leak in the balloon of the returned device. Also, a simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. In addition, the sealant was found partially exposed from the sealant sleeves due to slightly kinked/bent condition as received. The product history record (phr) review of lot f2308202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the slightly kinked/bent condition of the sealant sleeves noted. However, the exact cause of the longitudinal tear found in the balloon and the condition of the exposed sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issues noted. However, prepping/handling factors are possible as the balloon loss of pressure event was noted during preparation of the device by the customer. Additionally, these factors could also contribute to the damaged syringe, the slightly kinked/bent condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿prepare balloon: fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock.¿ neither the phr review, nor the product analysis suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A product history record (phr) review of lot f2308202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during prep. Another mynx control device was used. There was no reported patient injury. The complaint device was stored, and prepared in accordance with the instructions for use (IFU). The device was being used during a coronary angiogram (cag) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was mild vessel tortuosity. There was no stent near the puncture site. There was no vessel stenosis of greater than fifty percent at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control.there was no visible damage in the distal end of the unknown sheath after removal. A picture of the device was provided for review. The device is expected to be returned for evaluation.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.